Event description:
Complainant alleged that during training by facility staff, the device was unable to obtain an ECG signal. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.